Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, the ventilator fi02 is out of specification. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the vyaire service department received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. During the investigation the o2 relay balance was out of specification, however o2 relay being unstable could display symptoms of high fi02 readings.